Event description:
It was reported that error 142 (external indicator - foot switch sw1 status fail), 143 (external indicator - foot switch sw2 status fail) and 58 (self test process failure) were displayed. The patient came for intravesical lithotripsy and holmium laser prostate enucleation. Due to the pedal problem, the physician performed the intravesical lithotripsy with another laser, but did not perform the prostatic enucleation. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that error 142 (external indicator - foot switch sw1 status fail), 143 (external indicator - foot switch sw2 status fail) and 58 (self test process failure) were displayed. The patient came for intravesical lithotripsy and holmium laser prostate enucleation. Due to the pedal problem, the physician performed the intravesical lithotripsy with another laser, but did not perform the prostatic enucleation. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
B1. Adverse event/product problem: correction d4 unique identifier (UDI): correction the console was not returned for analysis. A foot switch was shipped, which resolved the issue. It is likely that the malfunctioning foot switch found could have affected the device performance leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.